Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 342 mg/dl and has treated with 4 units of bolus. Customer stated that the high was due to taking medicines. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a slightly loose drive support disk, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display and a broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.